Event description:
It was reported the patient's scs ipg was to be replaced. Additional information received identified the patient hadn't used scs system stimulation in several years and the ipg would no longer hold a charge. The patient's ipg was explanted and replaced with a different model ipg on (B)(6) 2014. The patient is reportedly receiving effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.